Event description:
The user facility reported that an employee obtained a burn on their arm after handing a wrap that was previously processed item in their v-pro max sterilizer. No medical treatment was administered, and the employee continued working.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the v-pro max sterilizer and found that the vacuum pump of the unit was leaking oil. The technician made the necessary repairs, tested the unit, confirmed it to be operating according to specification, and returned it to service. It is unknown at this time if the employee was wearing proper ppe, specifically gloves while operating the v-pro max sterilizer. The v-pro max sterilizer operator manual (1-2) states, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." The v-pro max operator manual (1-2) states, "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit." Additionally, user facility personnel should ensure all instruments are properly dry prior to placement in the v-pro max sterilizer. The v-pro max operator manual, (a-1) states, "dry all items thoroughly. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. Only dry items are to be placed in sterilization unit." The technician counseled user facility personnel on the proper use and operation of the v-pro max sterilizer, specifically wearing proper ppe and properly drying instruments. No additional issues have been reported.